Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device failed the leak test. The results of investigation determined the most likely cause of the malfunction was component failure. However, it is unknown what caused the component to fail. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the scope was detached from the coupler/adaptor and the couple connector was broken. There were no reports of patient harm.